Manufacturer narrative:
The investigation into the priming issue has been completed. The impella pump was returned for investigation. The investigator reviewed the logs and noted the purge cassette and pump were connected to the console prior to case start, leading to the software skipping over steps 2-3 since the cassette and disc were already plugged in. No abnormalities were found on the returned pump. The pump was reprogrammed and successfully ran through case start. The pump was then successfully run in a bucket of water. The product operated to specification. The cause of the priming issue was use and technique related, specifically plugging in the purge cassette and pump prior to initiating case start. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the physician stated the pump did not prime correctly. Reportedly the console jumped over the purge prime wizard and went straight to pressure zero. A new automated impella controller (aic) and purge cassette were tried and had the same issue. The next pump that was placed was damaged by the doctor, however a implant with 3rd pump was successful. There was no patient harm reported.